Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site, the event log was reviewed and the data recorded multiple mid09 (air trap assembly), confirming the reported event. The console was evaluated and upon disassemble, found a damaged airtrap sensor block which caused a mid09 error message. The issue was resolved after replacement of the airtrap sensor block. The console was functionally tested and passed all final testing criteria without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During patient treatment, the user observed a leak on the start-up kit (suk) and the thermogard console (sn (B)(4)) displayed a likely mid09 (air trap assembly) error message. The console was exchanged to complete the treatment. No known impact or patient consequence was reported.